Event description:
Caller reported experiencing a cgm error designated as error 42, relating to a g6sensor issue. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, which resolved the error, and was advised to wait 20 minutes before starting their sensor session, an instruction the caller acknowledged and understood.